Manufacturer narrative:
Block b3: exact date unknown, event occurred following the implant procedure. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7075618.

Event description:
It was reported that the patient had an infection where the leads were located, and an open incision was noted at the implantable pulse generator (ipg) site. The cause of infection was unknown, however, it was not procedure related. The patient was sent to an infectious disease doctor and received a variety of treatments to get the infection under control. The patient also had a procedure to close the wound and was doing well upon follow-up.